Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine procedure the temporary right ventricular (rv) lead pacing lead exhibited high and unstable lead impedance. The rv lead was explanted the following day after the procedure. No patient complications have been reported as a result of this event.